Event description:
It was reported that, during an internal fixation, a (1) extended ha pin 6mm 35mm x 200mm was inserted into the mid shaft tibial cortices, but the surgeon was not happy with the position and tried to back it off. It became jarred and snapped in half. A piece of pin was left in the tibia. The procedure was resumed, without any delay, using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.